Event description:
The pump was returned for investigation. Investigation revealed a scratched, dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/22/2013.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: investigation revealed a scratched, dim and discolored display screen.